Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: myometrium/malpositioning of the right coil/perforated right essure coil./ migration'), fallopian tube perforation ('fallopian tube perforation, essure ruptured tubes') and device breakage ('metal coil in posterior serosa consistent with essure device found after essure removal by salpingectomy') in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4, paratubal cyst, kidney stone, fatty liver, premature ventricular contractions and hearing loss. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol;norethisterone (ortho novum) since 1997 to (B)(6) 2013 for contraception as well as hydrochlorothiazide (hydrochlorothiazide) since 2007, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test". Plaintiffs received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, uterine perforation, fallopian tube perforation. On (B)(6) 2013: laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic removal of left essure coil. On (B)(6) 2020: laparoscopic assisted vaginal hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2020: final diagnosis. Uterus, cervix, hysterectomy. Benign cervical squamocolumnar junction. Benign mid-secretory endometrium. Adenomyosis. Metal coil in posterior serosa consistent with essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2021: medical record received. Reporter information and medical history was added. New event added- device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: myometrium/malpositioning of the right coil/perforated right essure coil./ migration'), fallopian tube perforation ('fallopian tube perforation, essure ruptured tubes') and device breakage ('metal coil in posterior serosa consistent with essure device found after essure removal by salpingectomy') in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4, paratubal cyst, kidney stone, fatty liver, premature ventricular contractions and hearing loss. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol;norethisterone (ortho novum) since 1997 to (B)(6) 2013 for contraception as well as hydrochlorothiazide (hidroclorotiazide) since 2007, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, hysterectomy). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test". Plaintiffs received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, uterine perforation, fallopian tube perforation. (B)(6) 2013: laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic removal of left essure coil. (B)(6) 2020: laparoscopic assisted vaginal hysterectomy, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pathology test - on (B)(6) 2020: final diagnosis uterus, cervix, hysterectomy: - benign cervical squamocolumnar junction. - benign mid-secretory endometrium. - adenomyosis. - metal coil in posterior serosa consistent with essure device.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain, menorrhagia batch no b66022, production date 2013-09-05, expiration date 2016-09-30. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: myometrium/malpositioning of the right coil/perforated right essure coil.') In a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4 and paratubal cyst. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol;norethisterone (ortho novum) since 1997 to december 2013 for contraception as well as hydrochlorothiazide (hidroclorotiazide) since 2007, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("hypertension"). The patient was treated with surgery (laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic remov). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test." Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: myometrium/malpositioning of the right coil/perforated right essure coil./ migration') in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4 and paratubal cyst. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol;norethisterone (ortho novum) since 1997 to (B)(6) 2013 for contraception as well as hydrochlorothiazide (hidroclorotiazide) since 2007, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("hypertension"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic remove). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013 to (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test". Plaintiffs received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, uterine perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, back pain. Events outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)/migration of essure device location of device: myometrium/malpositioning of the right coil/perforated right essure coil./ migration') and fallopian tube perforation ('fallopian tube perforation') in a 42-year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4 and paratubal cyst. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol;norethisterone (ortho novum) since 1997 to december 2013 for contraception as well as hydrochlorothiazide (hidroclorotiazide) since 2007, hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("psychological or psychiatric problems condition:mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hypertension ("hypertension"), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic remov). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, fallopian tube perforation, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown and the pelvic pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage, menorrhagia, abdominal pain and back pain had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013 to (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test". Plaintiffs received treatment for pelvic pain, abdominal pain, back pain, menorrhagia, migration, uterine perforation, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: ppf received event "fallopian tube perforation" was added. And migration clubbed with perforation . Reporter information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: myometrium / malpositioning of the right coil / perforated right essure coil.') In a (B)(6) year-old female patient who had essure (batch no. B66022) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included prediabetes, cyst of bartholin's gland, multigravida, parity 4 and paratubal cyst. Previously administered products included for contraception: nortrel. Concurrent conditions included hypertension, decreased appetite, diastasis recti abdominis, premature ventricular contractions, diabetes and right lower quadrant pain. Concomitant products included mestranol; norethisterone (ortho novum) since 1997 to (B)(6) 2013 for contraception as well as hydrochlorothiazide (hydrochlorthiazide) since 2007, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen) and metoprolol since 2007. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain ("pelvic pain"), 4 days after insertion of essure. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines / headaches"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss - weight gain"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced hypertension ("hypertension"). The patient was treated with surgery (laparoscopic removal of right essure coil, laparoscopic bilateral salpingectomy, hysteroscopic remov). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, migraine, depression, anxiety, fatigue, weight increased and hypertension outcome was unknown, the pelvic pain was resolving and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, hypertension, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy in implant date updated from (B)(6) 2013. Discrepancy noted - previous version has hsg results while this version states that "she did not undergo an essure confirmation test". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg / sqm. Hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation , pelvic pain. Most recent follow-up information incorporated above includes: on 6-aug-2019: pfs and mr received : new events - ¿perforation (uterus) / migration of essure device location of device: myometrium / malpositioning of the right coil / perforated right essure coil, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), migraines / headaches, psychological or psychiatric problems condition: depression and mental anguish, fatigue, weight gain and hypertension¿, product information, lot number, indication, patient demographic, reporter , medical history, lab data and concomitant drug were added. On 7-aug-2019: pfs received - fu 2 and 3 process together. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.